Manufacturer narrative:
The insulin pump had unresponsive button due to corroded keypad trace. No button error alarms occurred.

Event description:
The customer reported via phone call that they received a button error alarm. The customer's blood glucose was high at the time of incident. The customer stated that they treated the high blood glucose with manual injection. The insulin pump was returned for analysis.